Manufacturer narrative:
An event regarding mixing issues involving simplex bone cement was reported. The event was not confirmed. Method and results: device evaluation and results: hardened cement in a blue bowl was returned. The returned cement does not appear to have been mixed adequately prior to it hardening. Visual inspection and functional testing was completed on three retain samples of the reported lot. The results were satisfactory and within specification. No unusual characteristics were observed during the mixing. It was also stated that the cement was seen to have a homogeneous appearance. Device history review: bmr review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: chr review determined that there were no other similar events reported for the referenced lot. Conclusions: the investigation concluded that the reported mixing issue cannot be confirmed. The mixing properties of the retain samples from the reported lot code were tested and show that all required specifications are met. The cement was seen to have a homogeneous appearance. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect mixing and subsequent setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. Based on the laboratory results of the retain samples it is not possible to replicate this event. No further investigation for this event is possible at this time. If additional information becomes available this investigation will be reopened.

Event description:
It was reported that during a tka, a surgeon tried to mix the powder and the monomer of the simplex p for 3 minutes but they were not mixed well. The operation room temperature was 25 degree in c. A spare simplex p was used instead.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that during a tka, a surgeon tried to mix the powder and the monomer of the simplex p for 3 minutes but they were not mixed well. The operation room temperature was 25 degree in c. A spare simplex p was used instead.